Manufacturer narrative:
The device has not been returned for evaluation and additional information has not been received. The trend analysis, risk analysis, and directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. This investigation is complete.

Manufacturer narrative:
The product has been requested for evaluation. This investigation is ongoing.

Event description:
The user facility reported small metal particulates were noticed in the corneal incisions. The operating room assistant is aware and respects the direction of not to tighten the needle to hard. No clinical consequences were reported.